Event description:
It was reported that the inner plastic packaging was broken and when the circulating nurse flipped the box onto the field the head (implant) fell out onto the floor. We opened a new one.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
Review of the device history records indicates the lot was manufactured and accepted into final stock on 08-aug-2013. The complaint databases were reviewed from 2004 to present for similar reported events regarding damaged inner packaging. There have been no other events for the lot referenced the v40 cocr lfit head 36mm/0 showed no signs of visible damage. The outer carton was returned without any signs of damage and without the shrink wrap intact. The outer blister showed no signs of damage. The inner blister had blood stains on the tyvek lid and the bottom flat of the plastic was cracked and broken. The investigation determined the likely root cause of the event to be mishandling of the device packaging by the user and the damage was considered to be caused from being dropped on the floor. The packaging insert included with the device sufficiently instructs users to inspect all packaging for flaws before opening. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that the inner plastic packaging was broken and when the circulating nurse flipped the box onto the field the head (implant) fell out onto the floor. We opened a new one.